Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: unknown. Event description: surgeon had to press the lever several times before a clip was loaded into place. This happened with 2 clip appliers from the same lot. Intervention: device replacement. Patient status: no patient injury reported.